Manufacturer narrative:
Date of event is estimated. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported that patient lost therapy at an unknown time as the ipg was unable to be connected with charger. Patient had not charged the system in like three or four months, thereby leading ipg to be inoperable. As such surgical intervention took place where in the ipg was explanted and replaced with a new one. Reportedly effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported that patient lost therapy at an unknown time as the ipg was unable to be connected with charger. Patient had not charged the system in like three or four months, thereby leading ipg to be inoperable. As such surgical intervention took place where in the ipg was explanted and replaced with a new one. Reportedly effective therapy was restored.